Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On may 10, 2017: litigation received. Pfs alleges friction wear between cobalt-chromium metal head and metal liner caused large amount of toxic cobalt-chromium metal ions and particles released into patients blood and tissue and bone surrounding the implant. Patient also experienced severe pain, discomfort and inflammation. There is no medical records and laboratory values provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf alleges elevated metal ions but was already reported previously. Added lawyer, law firm, revision surgeon and revision hospital. Doi: (B)(6) 2008. Dor: (B)(6) 2016. Right hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Update jun 22, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges pain, difficulty walking and trouble performing activities. After review of the medical records for the MDR reportability, patient had a metal-on-metal hip implant and was revised due to pain and elevated metal ion. Revision notes noted fluid in the joint of approximately 10 ml, but there were no evidence of gross purulence or infection. There was no signs of complication behind the shell and there were no evidence of trunnionosis. There were no laboratory results for the cobalt-chromium levels. Product codes and lot numbers were updated. This complaint was updated on jun 27, 2017.